Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in a small vessel off the spleen using a pod packing coil (pod pc) and a non-penumbra microcatheter. During the procedure, while advancing the pod pc through the microcatheter, the physician noticed the pod pc unintentionally detached from the pusher assembly. Therefore, the microcatheter containing the detached pod pc was removed. The physician then noticed a vasospasm occurred after removing the pod pc and no further coils were used. It was reported that no medical intervention was performed to treat the vasospasm and the vasospasm resolved on its own. The physician decided to end the procedure.